Event description:
It was reported that patient faced an event where infusion set was leaking at the site on (B)(6) 2026 and it has been in use for one to four days.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: netherlands. Name: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.